Event description:
Just after injection of cement started, the needle fell apart with loosening of the handle and the connecting hub came away from the peek tubing.

Manufacturer narrative:
Unfortunately, no product sample was provided for evaluation. Consequently, the investigation could not evaluate the nature of the complaint with regard to the quality of the complaint sample. A review of applicable manufacturing procedure did not identify any steps that may have contributed to the reported failure mode. The device history record (DHR), raw material history files, and the sterilization batch records for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. A root cause could not be identified for the failure mode reported. All applicable manufacturing and quality personnel will be notified to heighten awareness and minimize any potential impact from the manufacturing processes.